Manufacturer narrative:
The calibration and qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. Due to the limited information provided, the investigation was unable to determine a specific root cause. It was noted that the customer was using 12x75 mm sample tubes. Tubes with a diameter <13mm are not specified for use on cobas e 402. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results from the cobas pure e 402 analytical unit. The initial result was 0.2 miu/ml. The repeat results were 32.6 miu/ml and 32.6 miu/ml.